Event description:
Intraoperatively while tying the sutures, a chip was noticed on one of the leaflets causing a gap of approximately 1 mm between where the leaflets would meet when closed. It was reported leaflet motion was assessed with a non sjm leaflet tester. The device was removed and replaced by an unknown device. The pt expired the following day due to arrhythmic-storm. Additional info was requested but not available.

Manufacturer narrative:
We are in the process of evaluating this device.